Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation confirms the distal tip of the anchor is broken and not returned. The rest of the anchor is intact on the inserter and the anchor is stripped longitudinally. The complaint can be confirmed. This type of anchor breakage at its distal tip and on the proximal end is consistent with historical investigations in which it was determined that the root cause was likely a combination of torque and bending, a user technique issue coupled with hard bone. It was reported that the patient had hard bone and no further information was available. Other than this possibility that the insertion was off-axis with excess torque, we cannot discern a root cause for this failure. A batch review was conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by our affiliate that the anchor is broken. The procedure was completed with same like product.